Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked lcd window and cracked battery tube threads. (B)(4).

Event description:
The husband reported via phone call that the customer received a button error alarm. The customer's blood glucose was 90 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was wearing the insulin pump in their bra strap prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.